Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different pts. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and informed the customer of the proper procedure for saving and swapping images to avoid this issue. The system operates as intended.